Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the stapler did not fire using the first two reloads and there was a fault on the other reload. There was no patient injury.